Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 14 mm in length and was located in the mid region of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon tear occurred. The 70% stenosed target lesion was located in the artificial vessel near arterial anastomosis. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure the balloon torn when pressurized. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon tear occurred. The 70% stenosed target lesion was located in the artificial vessel near arterial anastomosis. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure the balloon torn when pressurized. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.